Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. The harvester was using the hemopro device to harvest the saphenous vein. During branch ligation, it was noticed that the c ring broke in half. No parts of the c ring were completely broken off or lost, but the break in the c ring meant the device could no longer be used. Therefore, the defective device was removed from the surgical field and a new hemopro was opened up. The case was finished with no further issues and no adverse outcomes occurred due to the initial defect.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. The harvester was using the hemopro device to harvest the saphenous vein. During branch ligation, it was noticed that the c ring broke in half. No parts of the c ring were completely broken off or lost, but the break in the c ring meant the device could no longer be used. Therefore, the defective device was removed from the surgical field and a new hemopro was opened up. The case was finished with no further issues and no adverse outcomes occurred due to the initial defect.

Manufacturer narrative:
Trackwise # (B)(4).